Event description:
It was reported that the patient presented in the emergency room after the patient notifier went off. Upon review of egm transmissions it was noted that the patient had premature ventricular contraction that were sensed late by the implantable cardioverter defibrillator. Patient did not experience any adverse consequences. It was further noted that there was no lead noise. The device was reprogrammed. The patient was stable after the programming changes were made.